Event description:
It was reported via repair work order that the fowler bracket assembly & lift tubes were bent and right side stop mount weld was broken. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.